Manufacturer narrative:
The aware date was updated from 02/11/2016 to 04/06/2016. An internal investigation of when we, the manufacturer were made aware of the complaint was confirmed to be 04/06/2016.

Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not listed in the user facility report . The distal tip separated from the catheter. Recurrence of the malfunction could result in embolism, possible myocardial infarction, or retained device fragments possibly requiring surgical intervention. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not listed in the user facility report. User facility report no. Mw5059670. The angiosculpt device was not returned, thus no evaluation performed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
Tip broke off of 2.5 x 10 angioscore balloon while removing from wire. Additional information received from facility on (B)(6) 2016: after the procedure while removing from the guidewire, it was noticed that the distal tip separated from the catheter. A planned stent was placed to complete the procedure.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.